Event description:
Healthcare professional reported left side exchange due to patient¿s concerns with the product. Healthcare professional later reported rupture discovered during surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ rupture: observed, a broken in the posterior side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification). Additional observations: ¿crease flat observed in the device. ¿brown particles observed in the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product. Rupture discovered during explant surgery.